Event description:
The hcp reported a patient having baclofen withdrawal with an alleged battery depletion on the intrathecal drug delivery pump. The pump was interrogated in 2006. All alarms were enabled but no alarms were activated. The pump was refilled and updated. The drug used in the pump was baclofen 2000.0 ug/ml, 1113.1 ug/day. No specific symptoms were reported. The patient had a new pump implanted 14 days later. Additional information has been requested but was not available on the date of this report. A follow up report will be sent if additional information is received.